Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 139 mg/dl. The customer stated that when she did the easy bolus procedure, the insulin pump would pause in the counting step. She stated that, when she was changing the reservoir, she would receive 6 beeps accompanied with the no delivery alarm. She was unable to troubleshoot at the time, and the cause of the alarm could not be determined. She declined return of the infusion set and reservoir for analysis. She advised that she would call back when someone could assist her with reading the insulin pump, since she noted that she is blind. Nothing further reported.